Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1999 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 1999, and a mesh was implanted. It was reported that patient underwent cystourethroscopy, rectus fascial harvest, and pubovaginal sling on (B)(6) 2014, due to sui. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop and sui. It was reported that patient underwent cystourethroscopy and injection of bulking agent to the bladder neck on (B)(6) 2013 due to stress urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh excision on (B)(6) 2012 due to obstructive voiding and vaginal pain.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 1999, and a mesh was implanted. It was reported that patient underwent exploratory laparoscopy and lysis of adhesions on (B)(6) 2012, due to left lower quadrant abdominal pain. No additional information was provided.